Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier failed to deploy the clip-on multiple occasions. The clip applier would close but not complete the action to lock the clip together. The customer tried a different pack of clips and had the same result. The customer utilized a second clip applier and had no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using green weck clips, medium-large size. The customer stated that they had two clip-applier, and one would not deploy the clips. The vessel was not greater than 10 mm in diameter. There is no patient information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of functional test failed clip test to be related to the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The root cause is attributed to mishandling/misuse. Additionally, the clip applier instrument was found with both grips bent. The root cause of bent-severely instrument grips -tips is typically attributed to the mishandling/misuse, such as applying excessive force to the grips during clip installation. A review of instrument log was performed. Per the review, the medium-large clip applier instrument was last used on (B)(6) 2022 on system (B)(4). The medium-large clip applier (part # 470327-12 / k10220418 0495) has 56 uses remaining after last use. The instrument has max 100 lives. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier failed to deploy the clip-on multiple occasions. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.